Event description:
It was reported that intermittent under sensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the under sensing was discovered in clinic, the patient was asymptomatic, no other electrical anomalies were observed, no programming changes were made or anticipated, the patient was just being monitored and was stable.